Event description:
It was reported that the lead exhibited noise, low impedance and oversensing possibly due to a fracture. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.